Event description:
During procedure, the stylet could not be inserted into the right atrial lead. The lead was replaced. The patient was in good condition with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet fully inserted into the lead. The stylet was removed with light traction and dried blood was found at the distal portion of the stylet. Test stylet could not be fully inserted due to blood in the inner coil. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies.